Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient serious injury nor complications reported.